Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient was treated for a left common iliac aneurysm and an abdominal aortic aneurysm with gore excluder&#59393;aaa endoprostheses and gore&#59397;excluder&#59401;iliac branch endoprostheses. The iliac branch component was planned to land 1cm above the internal iliac artery ostium. However during deployment it appeared the device may have moved distally. The gate of the iliac branch component appeared constrained and possibly concertina'd from the gate. Tension was placed on both the aortic lunderquist wire and the boston v18 up and over wire, but the gate failed to open. A balloon was not able to be inserted into the constrained gate either. A decision was made to cover the left internal iliac artery. The rest of the endovascular aortic repair was completely successful. Two 16mm contralateral leg components were utilized for lining and cover. The patient tolerated the procedure.